Event description:
I am describing a novel complication of the cryoablation system as used for cardiac ablation for atrial fibrillation. It is a product manufactured by medtronic. Specifically, they have recently released a new version of their cryoballoon ablation system. The system is called 'arctic front'. The new balloon is called the 'arctic front advance' and is the 'second' generation of the balloon. I have now noticed two pts. Let me know if I should report this a second time for the other pt with the same complication recently. The procedure itself goes as it is supposed to. The balloon handles well in the body etc. The complication was noticed in both cases on post-operative day #2. Both pts presented back to the hospital with shortness of breath and an unusual diffuse infiltrate pattern of the lung tissue. Both showed up with substantial decreases in blood oxygen concentration on room air despite neither previously having any lung disease. Both were called 'pneumonias' but they were absolutely no fevers, no clear elevation of white blood count, very unusual to have this sudden diffuse pattern in infection, and pattern is not consistent with chf or aspiration either. Both pts required 4-5 days of inpatient hospitalization with supplemental oxygen, nebulizers, as well as empiric lasix and antibiotics just in case. The xray pattern shows a central predominance of the infiltrates. Overall, the pattern looks to be related to cryothermal injury of lung tissue. Neither is related to injury of the phrenic nerve. Another already described complication phrenic worked well in both pts after ablation. My guesses are, this is related to the fact that the new balloon freezes much colder at the fount of the balloon aiming at the lungs, this is probably going on a lot more than is appreciated: probably being misdiagnosed as pneumonias or fluid overload/chf, both of which can occur, but not in this pattern of symptoms, hypoxia, and chest xray findings, with the above suspicions, I have called around the country, and have identified others who have seen the same pattern, all report only seeing it with the new balloon. One is writing it up for our society meeting to be held may 2013, (B)(6) annual scientific sessions. The two pts in question here: one treated (B)(6) 2013, the other (B)(6) 2013 in terms of use of the cryoablation catheter. Both presented on their respective post-op day #2 thus (B)(6) 2013 and (B)(6) 2013, respectively. I do not have lot numbers or serial numbers here but I believe this problem is due to the design, not a specific individual catheter. I am concerned that the product received approval based on the success of the model before it without as much rigor. The new catheter seems to cause a new damage, others have seen it, and it is going to be published. Dates of use: (B)(6) 2013. Also see (B)(4).